Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: control solution testing was conducted, and the readings received were out of range.

Event description:
The customer's son reported that the customer received unk inaccurate readings on their freestyle lite meter and as a result, the customer experienced memory loss. The paramedics were called and transported the customer to a hospital where they treated her with intravenous fluids to elevate her blood glucose level and diagnosed the customer with severe hypoglycemia. The customer was also advised to eat food and drink juice. There was no report of death or permanent impairment associated with this event.